Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on august 27, 2025 with lot number 2190032. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening and two openings assessed as surgical damage. As per the investigation procedure creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured". This record is for the right side. Device was explanted and replaced.